Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii floor system. Prior to an emergency interventional procedure, it was discovered that the system was unable to release x-ray properly, which resulted in a procedure delay. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the device which is cleared in the united states with k181407. Investigation of the reported event is on-going. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Siemens has attempted an investigation of the event. During system start up for an emergency procedure, x-ray release was not possible which led to a delay. Siemens was not contacted to troubleshoot nor resolve the issue. According to expert opinion, after considering the available information, the issue is related to the hardware of the image acquisition system (ias) pc. Unfortunately, in this case, a more in-depth and verifiable analysis of the problem described in the complaint was not possible as neither a log file nor other necessary information is available. Additionally, no information was provided on what was done to resolve the issue.